Manufacturer narrative:
Malfunction was verified. Fill estimate issue the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.customer¿s blood glucose level was 131 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.